Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were submitted to the manufacturer for evaluation. A review of the device history record (DHR) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The flow rate report of the reported lot number 25a20ge561 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -2.56% and 1.15%. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the complainant, the easypump elastomeric infusion pump is utilized for the 46 to 48 hour fluorouracil infusions. Recently, the pump finished approximately six (6) to ten (10) hours earlier than anticipated. No patient complications were reported as a result of this event.